Event description:
It was reported by svc report that the foot end casters broke off of the bed. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.